Event description:
Pt was presented to the interventional lab for angioplasty (pta) procedure of the left femoral artery. There was moderate calcification, and slight vessel tortuosity. A dejavu guidewire was used to access the lesion and the slalom thrill balloon catheter was placed over the wire. There is no info as to whether the procedure was completed, but upon removal of thecatheter it became stuck on the guidewire. As a result, both the guidewire and theballoon catheter were removed as one unit. There is info as to what size sheath was used. There is no info as to whether the procedure was successfully completed. There is no reported injury to the pt.